Event description:
Event description guidant received information that a device memory disk is enroute for analysis in response to a recent safety communication that was issued on may 12, 2006 for this device model. Guidant received additional information that the device was exhibiting electrogram noise associated with rv oversensing which occurs only during threshold testing.